Event description:
It was reported that during device change out, externalized conductors were observed. No electrical anomalies were detected. Lead remains implanted.

Event description:
New information received states the lead was capped and replaced due to low sensing amplitude and high threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).